Event description:
Physician reported left side capsular contracture baker grade IV, radial folds and 12mm liver cystic imaging. Device has been explanted.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). Continued e.1 fax number:(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii.

Event description:
Physician reported left side capsular contracture baker grade IV, radial folds and 12mm liver cystic imaging. Device has been explanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: -rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. -cancer: unable to observe since it is not related to the device. -capsular contracture: unable to observe since it is not related to the device. -cyst: unable to observe since it is not related to the device. -crease folding of implant: not observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.